Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was put back into use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer tried to administer a defibrillation shock to a patient, but their device would not deliver the shock. There was patient use associated with the reported event however, there was no negative outcome for the patient reported. It was reported later that the patient had expired after the event.

Manufacturer narrative:
(B)(4). The device is quarantined by the customer for evaluation. Once released, the device will be sent to a third-service party agent for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.